Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called in to report that his insulin pump restarted and reset itself. Customer also stated that the unit was giving multiple different alarms. Advised that the insulin pump will need to be replaced, to discontinue use of it, revert to a back-up plan her doctor instructions and the insulin pump needs to be replaced.

Manufacturer narrative:
The insulin pump was received with no a52 alarm and passed the self test. The insulin pump has minor scratched lcd window and cracked case near the display window corners.